Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. The customer¿s blood glucose level was 2.4 mmol/l. The customer was treated with juice. The customer also reported that they received no delivery alarm and insulin was exited after troubleshooting. Customer was reporting a past event. Customer reported alarm was not occur during manual prime. Customer reported event was resolved by infusion change. The insulin pump will not be returned for analysis.